Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had higher than normal and steadily increasing thresholds and impedances over the past 6-8 months. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising and was beyond the expected upper range. No save to disk data was available on capture thresholds rising. On (B)(6) 2014, rv tip bipolar impedance measured 1024 ohms. On (B)(6) 2014, rv bipolar impedance measured 1808 ohms. Impedance has been steadily rising from a low of 340 ohms on (B)(6) 2013.